Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It is reported that cartridge was broken and insulin had leaked completely inside pump. Customer went to the ER and received insulin via pen due to broken cartridge and is using an alternative therapy.